Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 10:00 pm. The patient reported obtaining blood glucose readings of ¿269 mg/dl¿ with the subject meter and ¿201 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes with insulin (unknown type and dose). In response to the alleged issue, the patient reportedly took ¿extra¿ insulin (amount unknown). The patient claimed that at 2:00 am the following morning he became ¿incoherent¿ and the paramedics were contacted for assistance. The patient claimed that his blood glucose was tested on the paramedics device and a result of ¿27 mg/dl¿ was obtained. The patient was unable to confirm the treatment he received. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high result obtained with the subject meter.